Event description:
It has been reported that the device has a rattling around on the inside when handling the device.

Manufacturer narrative:
Product information updated. Contact office updated. Investigation results are unchanged.